Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018: patient received a left attune total knee to treat oa. The patella was resurfaced and cement mfg was competitor. The procedure was completed without complications. On (B)(6) 2020: patient underwent a left knee revision due to pain. No clinical signs of infection. No instability was found. The tibial component was found to have complete debonding from the cement. The cement mantle on the bone was noted to be in perfect condition. There was significant bone loss noted when the tray was removed. The femoral component was noted to be well fixed with no allegations. There was minimal bone loss when removed. There was a significant amount of synovitis noted within the joint cavity. No allegations against the patellar and it was retained. Competitor implants placed at revision. Doi: (B)(6) 2018, dor: (B)(6) 2020, left knee.